Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 31, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. A visual inspection was performed on the returned sample and was noted that the umbrella valve was miss-seated; it was pushed into the center part of the negative and positive housing cavity. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was setup to be manually run through each of these tests. The valve failed the first test, a leak was seen from the negative umbrella at .1 psi and the valve was not able to hold the pressure; therefore, the additional tests were unable to be performed. The duckbills valve was also tested for opening pressure. It was set-up with the negative vacuum/suction on the duckbill to check the opening pressure without manipulating the miss-seated negative umbrella valve. The duckbills opened within specification with 15 mmhg of negative pressure, which confirmed the failure mode as the negative umbrella valve. The retention sample from the same product/lot number combination was obtained and visually inspected with no anomalies noted. It was also run through each tests and passed. These units are also 100% visually inspected both during the leak testing step and during packaging. It is possible that the unit was subjected to damage at some point after final release causing the negative umbrella to not be seated properly. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the one way valve in the green line that was used as an aortic vent did not work. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.